Event description:
Nurse attempted to remove epidural catheter from pt with typical amount of tension, slight resistance noted, pt leaned forward to epidural placement position, nurse continued to remove cath and noted black tip of catheter was missing.